Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported that the scs ipg failed to communicate with the external devices after unrelated surgery. Ipg was deemed inoperable. As a result, surgical intervention was undertaken to have the ipg explanted and replaced. Effective therapy was restored post-procedure. Replacing the ipg resolved the issue.